Manufacturer narrative:
Product complaint #: (B)(4), a manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: actual surgicel powder device (product code 3013sp) was returned from the surgical field. The device was received disassembled without powder and decontaminated. In addition, a folded foil pouch was received decontaminated. Surgicel powder components were observed and no hair could be found. Customer event was not able to be confirmed.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and an absorbable hemostat was used. Prior to the procedure, a hair was found inside the sterile packaging. The procedure was completed with a like device with no patient consequences reported.